Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-00769. During the implant of two trial leads from different lots, it was reported a cerebrospinal fluid leak occurred. A blood patch was performed in an effort to alleviate the pt's ensuing headache. Follow-up on this matter found the related symptoms have resolved, and the pt's leads were removed at the trial's end.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.